Event description:
It was reported that a pump door will not latch closed. It was also reported that there was no patient injury. No additional information was provided.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce a door not fully latched alarm. It was determined that the alarm was caused by fluid residue built up in the keyhole assembly. As a result, the keyhole assemble has been replaced.